Event description:
It was reported that a 71-year-old female patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis then later surgical intervention and prolonged hospitalization. The patient suffered a pericardial effusion during a left-sided idiopathic vt procedure. About 40 minutes into the procedure, after mapping in the cs, and retrograde in the left ventricular outflow track (lvot) and left ventricle (lv), a drop in the patient's blood pressure was noticed using intracardiac echo. The soundstar catheter was located in the right ventricle (rv) to monitor for effusion and catheter placement. A pericardiocentesis was performed and was ongoing at the time of the call and the patient was stable. Ablation was only performed in the lv at that point in the case. The physician was not sure where or when the perforation occurred, that preceded the effusion. The physician did not indicate that they believed bwi products contributed to the patient event. The physician¿s opinion on the cause of this adverse event was unknown but sounded like procedure. A pericardiocentesis then later surgical intervention to patch perforation. The patient required extended hospitalization because of the adverse event due to the surgery. The generator used was a smartablate. Transseptal puncture was not performed. There was no evidence of steam pop. An irrigated catheter was used and the flow setting was 2ml/min continuous, up to 30w - 8ml/min, 31w and above - 15ml/min. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. The force visualization features used were graph, dashboard, vector & visitag with the visitag module parameters for stability set at 2mm, 5s, 50%, 5g, 2mm size with respiratory gate and the color options was time. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 19-sep-2022, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a 71-year-old female patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis then later surgical intervention and prolonged hospitalization. Device evaluation details: visual analysis revealed no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature, and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30814558l number, and no internal actions related to the reported complaint condition were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).